Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had audio failure and speaker malfunction messages, and the speaker would not sound. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.